Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and inadequate stent apposition occurred. In (B)(6) 2016, a 16x2.50mm rebel stent was implanted in the ostium of left main artery down to proximal circumflex. In (B)(6) 2016, the patient presented with stent thrombosis at the proximal end of the left main. Intravascular ultrasound (ivus) was performed and revealed the stent was not fully expanded at the proximal end which was treated with dilatation. The procedure was then completed. No further patient complications were reported and the patient's status is fine.